Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports: syringes will not inject. Plunger seems to be blocked. Additional information received from the customer states the syringe will not inject and the plunger is not moving.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 804307 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are evaluated for numerous physical attributes including flash, damage, and occlusions. During the assembly process, a statistical sample is evaluated from each completed tote of product for occlusions using the product¿s associated stylet. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. Additionally, review of the machine setup was conducted and there were no issues. All scheduled maintenance and calibration activities were completed. A review of the entire DHR review did not identify additional manufacturing or inspection anomalies. A physical sample was not returned with this complaint. Without the device or a representative sample being provided, a comprehensive investigation could not be performed. However, there were two (2) photographs provided for examination. The first photograph depicted nine (9) needles present without the syringe. Based on the picture, the needles do not present any damage. The second picture depicted a bag containing needles and writing on the bag indicating these were the blocked needles. The condition cannot be confirmed as a functional test is necessary to confirm the issue. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. Based on the available information there¿s insufficient evidence available to determine a most probable root cause for this investigation. The investigation did not identify a systemic issue with the product or process. Based on the information available, a corrective and preventive action is not necessary at this time. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.